Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): physicist reports the urology system exceeds the 10r/min maximum dose setting.